Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve ((B)(6)) was chosen for implant using a large flexnav delivery system. During procedure, the valve was prepared and loaded into the delivery system as per instructions for use (IFU). Large amount of calcium was noted on computed tomography (CT) and also seen on fluoroscopy. The device was advanced over non-abbott wire and deployed in the native annulus as per IFU, after two re-sheaths due to presence of calcium near the left coronary cusp (lcc). The initial implant depth at 80% deployment was 2mm. The valve was released in a satisfactory position. The decision was made to post dilatate due to aortic regurgitation (ar) mainly due to the large calcified nodule. The implant depth at the final deployment was 2mm. When preparing to advance balloon, it was noted that the valve had migrated and was now supra annular above the chunk of calcium. The migrated valve did not block a coronary arteries. A new second 27mm navitor valve ((B)(6)) was prepared and loaded as per IFU and advanced over the safari wire and implanted slightly deeper in the native annulus. The final implant depth was 3mm. A post dilatation was performed by a 22mm non-abbott balloon. Echocardiogram (echo) showed mild to moderate aortic regurgitation. The decision was made not to further post dilatate due to the large chunks of calcium. The patient remained hemodynamically stable through out the procedure. Procedure was slightly delayed due to implantation of second valve, no compromise to patient. The patient was reported as stable.

Manufacturer narrative:
An event of paravalvular leak, and aortic valve regurgitation was reported. Information from the field indicated that the valve appears to be correctly sized based on valve dimensions provided, implant depth at release was 2 mm, there was a large amount of calcium and a large calcified nodule noted, and there were no deployment difficulties. Based on all available information, a cause for the reported event could not be conclusively determined. It is possible that patient condition, such as the noted large calcium chunks, contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 medical device problem code: codes 1494 and 4068 removed.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve (19311648) was chosen for implant using a large flexnav delivery system. During procedure, the valve was prepared and loaded into the delivery system as per instructions for use (IFU). Large amount of calcium was noted on computed tomography (CT) and also seen on fluoroscopy. The device was advanced over non-abbott wire and deployed in the native annulus as per IFU, after two re-sheaths due to presence of calcium near the left coronary cusp (lcc). The initial implant depth at 80% deployment was 2mm. The valve was released in a satisfactory position. The decision was made to post dilatate due to aortic regurgitation (ar) mainly due to the large calcified nodule. The implant depth at the final deployment was 2mm. When preparing to advance balloon, it was noted that the valve had migrated and was now supra annular above the chunk of calcium. The migrated valve did not block any coronary arteries. A new second 27mm navitor valve (19928777) was prepared and loaded as per IFU and advanced over the safari wire and implanted slightly deeper in the native annulus. The final implant depth was 3mm. A post dilatation was performed by a 22mm non-abbott balloon. Echocardiogram (echo) showed mild to moderate aortic regurgitation. The decision was made not to further post dilatate due to the large chunks of calcium. The patient remained hemodynamically stable throughout the procedure. Procedure was slightly delayed due to implantation of second valve, but there was no compromise to patient. The patient was reported as stable.